Manufacturer narrative:
(B)(6).

Event description:
The company representative (rep) reported that the patient was implanted with two unilateral brain implantable neurostimulators (ins). Recently the patient went to the hospital and found the left pocket infection and ulceration. The ins was leaked out. The patient was re-operated on to take out the ins on (B)(6) 2016, cleaned up ¿bladder infection.¿ the patient was still in the hospital. The physician believed that the issue was related due to the patient was thin, involuntary movement, and ¿beat bladder.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information clarified the patient did not have a bladder infection and that instead "bladder infection" meant the patient's device pocket was infected and that this is what the physician cleaned up. It was further clarified that the previously reported "beat bladder" meant the patient "beat the pocket involuntary."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.